Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The amia device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be a false empty detected when the estimated night ultrafiltration (uf) was set too low. The amia automated pd system patient guide explains the estimated night uf settings and provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, one increased intra-peritoneal volume event was identified, which occurred on (B)(6) 2014 at 18:10:54. During final drain, the patient's drain volume was 3507.923ml, indicating the home patient drained a volume 116.931% above their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.